Manufacturer narrative:
The single site curved cannula has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the single site curved cannula was observed to be spinning. There was no patient harm, adverse outcome or injury reported.